Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the (amplatz) super stiff guide wire went into the left ventricle and back out through the native aortic valve, into the ascending aorta. After repositioning the wire, echocardiogram revealed a small aortic dissection just above the sinotubular junction. The valve was then successfully implanted with no further complications. Following the procedure, an echocardiogram revealed an additional piece of tissue on the mitral leaflet, resulting in severe mitral regurgitation. It was believed that during positioning of the super stiff wire there was a rupture of the chordae tendineae. No intervention was performed due to the patient's condition. Five days following the procedure the patient developed pulmonary edema and died. It was reported that the patient's death was not related to the valve or its function, but to complications due to the chordae rupture by the guidewire. No autopsy was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).